Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited poor morphology. Upon follow up, this lead was noted to be dislodged. Subsequently, a surgical intervention was performed for lead replacement. A vessel was dissected when trying to place the new lead. No additional adverse patient effects were reported. This lead was out of service and will be returned.